Event description:
It was reported that the expected pump reservoir volume was 3 ccs; 12 ccs were aspirated. The patient experienced a slight increase in pain. Programming was verified. No motor stalls were indicated on the logs. The pump contained morphine (pf morphine sulfate), prialt (pf ziconotide) and fentanyl. Additional troubleshooting was being considered. Additional information has been requested from the hcp, but was not available as of the date of this report.